Manufacturer narrative:
Consumer indicated that product was discarded. Unable to run complaint history check, no information for lot number was available. Will continue to monitor on monthly trending reports.

Event description:
Consumer reports she received large burn on right shoulder after having heat patch on for two (2) hours. Indicated she will seek medical attention, wants reimbursement of medical bills.